Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the needle completely retracted. The formed needle was properly seated in the slide insert. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 20 mmol/l (>360 mg/dl) with ketones present, while wearing the pod on the arm between 1 and 4 hours. Upon removal, the patient noticed that the cannula was not properly inserted into the infusion site. Hyperglycemia treated by applying a new pod and bolus 3 units.